Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/too much pain') and device dislocation ('the doctor was not able to locate the colis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypercholesterolemia. Concurrent conditions included asthma, hypertension, fibromyalgia, irregular menstruation, ovarian cyst, uterine leiomyoma, menometrorrhagia and hematuria. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, periods would last upto two weeks ata time and would be very heavy"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain /pain would get so bad at times it would be hard to get out of bed") and back pain ("lower back pain /pain would get so bad at times it would be hard to get out of bed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and cyst ("cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge and cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: encephalomalacis changes with vacuo dilatation of the occipital horn on the right and correlation with history and prior imaging studies is recommended. Pathology test - on (B)(6) 2013: the attached right adnexum weighs 19 grams and consist of a 9.0 x 0.4 cm continuous fimbriated fallopian tube with an attached 4.0 x 3.0 x 2.0 cm ovary. The serosal surface of the fallopian tube is remarkable for a 4.0 cm smoothly lined cyst located in the fimbria. The cyst contains abundant clear serous fluid without any excrescences. Ultrasound scan vagina - in (B)(6) 2006: the doctor was not able to locate the colis. X-ray of pelvis and hip - on (B)(6) 2012: no acute osseous pathology. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea ,menorrhagia,pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes,dysmenorrhea (cramping), pain: lower stomach , low back vaginal discharge, the doctor was not able to locate the colis , cyst were added. Event: verbatim were updated:pain/too much pain,lower stomach pain /pain would get so bad at times it would be hard to get out of bed,lower back pain /pain would get so bad at times it would be hard to get out of bed were updated. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.